Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s second implantable neurostimulator (ins) failed.